Event description:
The customer alleged that his blood glucose readings had been higher than usual. He performed control tests while troubleshooting and received a control test result of 230 mg/dl. The normal control range was 108-150 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.